Manufacturer narrative:
No photo or sample was received for the customer's complaint of air in line. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim creating a complaint for tubing (air inline). "Norepinephrine infusion 0.12mcg/kg/min infusing at rate of 10.5ml/hour. When the vtbi hits 0, the pump alarms "infusion complete, kvo" and changes the rate down to 10ml/hour. This did not cause harm to the patient in this scenario but is an unsafe condition and can cause harm if the infusing rate is much higher than 10ml/hour.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed